Event description:
Caller reported an alarm indicating an occlusion issue which had occurred earlier in the day, causing the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor reading "high." Customer took corrective action by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin. No third-party assistance was required, and the customer took the same actions for all occlusion events. Frequent and recurring occlusion issues were experienced, and cts transferred the caller and requested follow-up for additional assistance.